Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8699100, 510k # k981676 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar spinal canal stenosis; and underwent posterior spinal fusion (psf) at l4-s2ai and transforaminal lumbar interbody fusion (tlif) at l5-s1. On an unknown date, post-op, the titanium rods that had been implanted were bent and the cage backed out. The backed-out cage was t-pal, manufactured by depuy synthes. Due to the reported event, a revision surgery was scheduled for (B)(6) 2019 to replace the rods, to increase the rigidity of the rods and to insert the cage again. It is unknown if this revision surgery has been performed or not.